Manufacturer narrative:
(B)(4). No sample will be returned for evaluation.

Event description:
It was reported when the kit was opened in the radiology department, the clinician found one of the two lidocaine bottles was empty with the cap off. There was no delay in treatment and no patient death or complications reported. Follow up information states the empty ampule was discarded.